Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned 2.5 x 15 mm xience v stent delivery system (sds) noted the sds was returned advanced through the non-abbott rhv and non-abbott guiding catheter. A non-abbott guide wire was returned backloaded through the sds. There was blood on the stent implant, on the balloon and on the returned non-abbott devices, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. There were mangled proximal struts on the stent implant. The proximal stent outer diameter was not measured due to the damage noted. The distal and middle outer diameter measurements met manufacturing criteria. An attempt was made to remove the sds from the guiding catheter but the mangled stent struts could not be pulled through the guiding catheter tip, thus confirming the complaint. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this instance, it is likely that interaction with the heavily calcified lesion contributed to the reported failure to advance. Further, this interaction with the calcified lesion may have resulted in the stent struts flaring, such that during retraction of the stent delivery system (sds) resistance was felt as it interacted with the guiding catheter, causing resistance. To ensure this is not the result of a product deficiency, the profile dimensions on all sds are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, all stent delivery systems are 100% visually inspected online for stent damage. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. It was reported that the sds was re-inserted after the initial attempt to cross. It should be noted that the instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. [Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter.] In this case, it is possible that the stent became damaged during re-insertion. A review of the lot history record for the reported lot revealed no associated nonconforming material records. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents for difficult to remove for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with heavy calcification. Intravascular ultrasound (ivus) was advanced, but could not cross the lesion; therefore, dilatation was performed. The 2.5 x 15 mm xience v stent delivery system (sds) was advanced, but could not cross the lesion. A grand slam guide wire was inserted as a double guide wire, but the xience sds still could not cross the lesion. The guide wire was removed and the guiding catheter was changed; however, the sds was still unable to cross the lesion. During removal of the sds, resistance was met with the guiding catheter, and the devices became stuck together. The devices were removed as a unit. After removal, it was noted that the proximal stent strut was flared. A non-abbott guiding catheter and non-abbott sds was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: gland slam, runthrough, sion blue. Guide cath: axess 6fr spb 3.0 , cokkate. The device was received. Investigation is not yet complete. A follow-up report will be submitted.